Event description:
It was reported that information was received from a patient's representative regarding recharging the patient's implantable neurost imulator and overall interface of our dbs system. The reason for call was caller reported that the interface has not been adequate as far as they are concerned and it has been too quick without enough detail. Caller stated that they met with the patient's local neurologist who also has experience with medtronic and they walked them through what they were seeing and where the program points were. Caller said that after that time frame with the neurologist they had a better grasp of what they are supposed to be doing but they would have appreciated and could have used more hands on assistance with the beginning. Caller also said that they aren't doing probably what they want them to do in regards to adjusting the programs. Caller mentioned that they have only had one programming event and there wasn't enough education as to what they should be doing. Caller noted that it's been a rough month. Patient rep reported that they found it difficult to achieve excellent connection when recharging the patients implant. Due to where the implant is located under his collar bone, any slight movement interrupts the recharge session. But that rep also had difficulty. She was supposed to have ordered the shoulder drape for them, but they never received one. Agent ordered medium size should drape to assist with recharging. The patient was redirected to their healthcare provider to further address the issue. Agent ordered a shoulder drape through repair, patient never received one initially. Additional information received that they were having difficulty with the equipment to get to the patient's therapy settings. They said it kept saying "retry" and it didn't seem to "find it" and they were concerned whether or not the therapy was on. They noted they were currently charging the patient and they could see in the recharger application that the ins batter was currently at 70% and the therapy was off. Patient services confirmed with the caller that meant that the therapy was off and the caller confirmed that the ins battery had to have depleted then and that this had been the first time it happened (ins depleted) for the patient. Caller said they'd last charged the ins, the evening before they went to see the patient's doctor on and thought it was a little soon that the ins battery was depleted already. Caller did confirm that at the appointment adjustments were made and that they were working with the doctors to find the patient's right setting. Patient services reviewed with the caller that therapy settings could certainly impact how long the charge of the ins battery lasts and reviewed with the caller that they would need to keep an eye on the ins battery levels until they could anticipate how long it would take for the ins battery to deplete with whatever setting the patient is placed on. Patient services reviewed with the caller that if they wanted to connect to the patient's ins settings to turn the therapy back on, they would need to stop charging first. Caller docked the recharger and exited out of the recharger application and then went into the mydbs therapy application and was able to connect to see the patient's therapy settings. Caller commented that they were "not loving" the "equipment". Patient services reviewed with the caller that in order to turn the therapy on, they would need to place the communicator over the ins site and the caller said "a patient couldn't do this" expressing their dislike of the external devices, that they were ungainly and sometimes their fingers didn't work on the screen. Caller was able to turn the patient's therapy back on. Patient was on group c. Caller said the patient's doctor had told them to try either group b or group a so they switched the patient to a new group. They said they wanted to check their notes from the doctor to determine the specific levels of the therapy. External devices were functioning as intended. Caller said they would continue to charge the patient's ins now that the therapy was back on. Caller confirmed that the patient's implanting healthcare provider is the one on record but the follow up hcp was different. Caller said that the medical group they worked with had a group approach so while they saw one hcp on the november, the patient would see another hcp next month and then the patient would go back to the initial hcp they saw on the of november again in january. See secure note for hcp information. Patient services reviewed with the caller to call back if they determined a specific follow up hcp for the patient but for now the patient's registration record would remain the same. Caller and patient to continue working with the patient's care team to find the best therapy results for the patient and may call back in the future for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.